Event description:
The lay user/patient contacted animas alleging that the pump does not recognize the cartridge in the pump. Troubleshooting was done; however, the alleged issue was not resolved over the phone. The patient denied any misuse of the product and the alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Correction/removal reporting number: 2531779-03/24/2010/003-r. The pump has been returned to animas for evaluation; however, evaluation is not complete. Once evaluation is complete, a supplemental will be sent out to the FDA. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During the load step the pump failed to detect the cartridge and dispensed fluid emitting a "no cartridge detected" warning. Evaluation revealed an out of calibration force sensor, a damaged force sensor assembly a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, the bolus button was found to be punctured and inoperable. The damaged button will allow contamination to permeate the button contact; the damaged button should be obvious and detectable and should alert the user to discontinue use of the device. Also unrelated to the complaint, the battery compartment was found to be cracked and corrosion was observed in the battery compartment. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.